Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the flexible driver from the g7 efficient tray broke while drilling screw hole for the cup. There was no patient impact or delay in the case. Surgery was completed with another device.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;g3;h2;h3;h6. The product was returned and evaluated. Visual examination of the returned product and provided pictures identified the device had fractured at the head location. The junction feature showed wear. Analysis of the product determined overload as the mode of failure. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. A definitive root cause cannot be determined. The complaint was confirmed by the returned fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.